Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver has some minor fluid intrusion to the header but passes all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system consisting of a neurostimulator receiver and lead on (B) (6) 2005. It was reported that the patient did not use the system for about a year because his pain had resolved. His pain returned and the physician suggested reprogramming the patient to cover the pain. It was reported that about a month later, the patient experienced continual overstimulation when the receiver was turned on. Impedance testing suggested that the lead had come out of the receiver header. The receiver was replaced by an ipg on (B) (6) 2008 and the issue was resolved. The explanted receiver was returned to ans for analysis.